Manufacturer narrative:
It was reported that the patient fell and pulled the tibial tray implant out of place. A revision surgery occurred to exchange the tibial tray and poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient fell and pulled the tibial tray implant out of place. A revision surgery occurred to exchange the tibial tray and poly inserts.